Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown bluetooth connectivity issue occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause was determined to be that the transmitter and app were unable to establish a connection. The reported event of an unknown bluetooth connectivity issue is reportable based on the